Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juft2939 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2022, the bandage of prescribed for patients with central venous catheter, with ready, for patients with disinfection is completed, open the peripheral central venous catheter intubation, put the center venipuncture in peripheral central venous catheter intubation, find mobile base, cannot have the effect of fixed tube, replaced immediately new peripheral central venous catheter intubation, complete switching operation. No adverse consequences were caused.